Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left anterior tibial artery. The 3.0 x 40 mm armada 14 dilatation catheter was advanced to the target lesion. On the first inflation, the dilatation catheter balloon ruptured at 4 atmospheres. The device was removed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.